Manufacturer narrative:
Unit received intermittent button response due to display unlock keypad connector. Low reservoir alarm function properly during test. Unit received with minor scratched display window.(B)(4)

Event description:
The customer reported via phone call that his son's insulin pump up arrow keypad button is not responsive. Customer does not recall any significant events leading to the error. Child's blood glucose was 289 mg/dl at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.